Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have a derailed grip cable at the proximal end in the housing, likely causing failure of proper grip tension at the distal wrist. Additionally, the instrument was found to have a loose grip cable at the yaw pulley. The instrument failed the intuitive motion test. A clip test was performed and failed.

Event description:
It was reported that during central processing, the wire at the tip of the large hem-o-lok clip applier instrument was observed to be out. No fragment fell into the patient. The procedure was completed with no reported injury.